Event description:
It was reported that stent obstruction and heart failure occurred. On (B)(6) 2020, two 4.00 x 28 synergy ii drug-eluting stents were implanted in the left anterior descending artery (lad). Less than a month ago, the patient was very sick and visited the hospital to check on the stents. It was noted that both stents had collapsed and the patient was in full congestive heart failure.

Manufacturer narrative:
Date of event: the event date was note reported but it was reported it occurred less than a month ago. The first date of the may was entered as an estimate.